Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. The patient reported that she had worn the temporary restoration with the tempspan temporary cement for two (2) weeks without issue. After the temporary restoration was removed, a permanent three (3) unit bridge was cemented using a different product. After the permanent bridge was cemented, the patient began to experience a change in her breathing and panic attacks. The patient sought medical attention from an allergist. The patient was diagnosed with an allergic reaction to one or both of the dental cements used and was prescribed allegra for the symptoms. To date, the patient reported that she is feeling fine. Multiple attempts were made to contact the complainant in order to obtain further information regarding possible allergy testing results; however, the complainant has remained unresponsive. An update will be provided if any further information is received. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A patient alleged that she had experienced a reaction with symptoms of breathing changes and panic attacks after having a temporary crown removed which had been placed using the tempspan transparent temporary cement product.